Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: in (B)(6) 2009 and (B)(6) 2010, bilateral patient was implanted with depuy asr hips on both her left and right sides. In the months following her surgeries, patient suffered from discomfort and pain in her hip. It became increasingly painful for her to walk, to move her legs, and to rise from a seated position. On (B)(6), 2010, patient underwent revision surgery on her right side. A revision surgery for her left hip will be conducted in 2011.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information, date of implantation and revision for both sides. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.